Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor scan and was treated with glucose. A reading of 33 mmol/l (594 mg/dl) was obtained on the adc meter and customer experienced symptoms described as "felt bad, nauseous, vomiting, panic and subsequently lost consciousness". Customer was rushed to hospital and a reading of 50 mmol/l (900 mg/dl) was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and received unspecified treatment to get her glucose values right. It was further reported that the customer was hospitalized and was in intensive care. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor scan and was treated with glucose. A reading of 33 mmol/l (594 mg/dl) was obtained on the adc meter and customer experienced symptoms described as "felt bad, nauseous, vomiting, panic and subsequently lost consciousness". Customer was rushed to hospital and a reading of 50 mmol/l (900 mg/dl) was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and received unspecified treatment to get her glucose values right. It was further reported that the customer was hospitalized and was in intensive care. There was no report of death or permanent impairment associated with this event.